Event description:
The customer reported via phone call that the insulin pump alarmed no delivery ten times. The insulin pump alarmed no delivery when she tried to bolus. The customer went through a whole box of infusion sets and reservoirs. She stopped using the insulin pump and reverted to injections. Customer's blood glucose level was 454 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no unexpected no delivery alarms were noted. The insulin pump passed basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. The insulin has cracked case at the display window corners and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.